Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: l2+. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2025 with symptoms including a slight fever, general malaise, elevated blood glucose levels (12 mmol/l), and mental stress related to a wisdom tooth infection. At the time of admission, the patient had been wearing the pod on her arm for approximately 49 to 71 hours. During hospitalization, she was treated with IV fluids for hyperglycemia and antibiotics for the infection. The patient continued to wear the pod during the hospital stay and the pod was discarded at home after discharge. The patient was discharged in the early morning of (B)(6) 2025, approximately 6 hours after admission.